Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qkmkqx, and no non-conformances related to the reported complaint condition were identified. H3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that ten samples of product code j494 were received for evaluation. Visual inspection of ten unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The device performed without any defect noted and the complaint sample was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2021 and suture was used. During the procedure, the needle popped off when passing through tissue. The procedure was completed with a like suture with no patient consequences. No additional information was provided.